Event description:
During an endoscopy procedure a cook 6 shooter saeed multi-brand ligator was used for an esophageal variceal ligation. After deploying the first band, the doctor found the band cannot contract as [it does] normally. At this point the patient's condition began to stabilize. The doctor continued by stopping the procedure. Another cook 6 shooter saeed multi-band ligator was used on this patient on another day. The complaint product had been stocked in room temperature and was not sterilized prior to use. A section of the device did not remain inside the patient's body. Other than using another ligator at a later time for this patient, there were no additional procedures required due to this occurrence. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: the handle, catheter with attached blue hooks, trigger string and barrel were returned. The ligator bands were not returned, thus preventing an investigation to be conducted specific to the complaint report. A visual examination of the returned pieces was conducted and no discrepancies or anomalies were observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation due to the condition of the returned product. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired latex bands could contribute to the properties exhibited as described in the customer complaint. However, the lot number associated with this complaint was researched to determine the manufacturing date of the actual ligator bands. We can conclude from this review that the ligator bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As reported, the complainant indicated that the storage conditions of the product was at room temperature, and the product had not been sterilized. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.